Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced seven infusion sets cannula crimped events ongoing from (B)(6) 2024. All the events occurred within three hours of insertion and the insertion site was at thigh. The blood glucose level at the time of events was 480 mg/dl and the patient treated it with correction bolus via pump. The patient resolved all the events by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 7.